Manufacturer narrative:
Initial reporter address: (B)(6). The two (2) devices were received for evaluation. Unaided visual inspection along with magnification was performed which identified a tear at the upper right side edge of sample 1 and tear at the upper right side near the edge in back of the bag of sample 2. Functional testing was performed with tap water which revealed leaks from the damaged (tears) area only. The reported condition of leak was verified from the bags due to the tears in the bags, not from the injection ports. The cause of the tears in the bags could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the injection port. The issue was identified at the compounding facility. There was no patient involvement. No additional information is available.

Event description:
It was reported that two (2) 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the injection port. The issue was identified at the compounding facility. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(4). The two (2) devices were received for evaluation. Unaided visual inspection along with magnification was performed which identified a tear at the upper right side edge of sample 1 and tear at the upper right side near the edge in back of the bag of sample 2. Functional testing was performed with tap water which revealed leaks from the damaged (tears) area only. The reported condition of leak was verified from the bags due to the tears in the bags, not from the injection ports. The cause of the tears in the bags could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.